Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. No unexpected e25 alarms noted during testing or in the pump history file. Replace battery alert while monitoring and pump error 25 (power error detected) alarms were triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue (j6). Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, stained keypad overlay buttons and peeling end cap address label. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error a couple times. The customer¿s blood glucose level was 12mmol/l at the time of the incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.